Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024. The patient underwent stereotactic body radiation therapy (sbrt) from (B)(6) 2024. After the treatment, the patient experienced occasional urinary tract infections (utis) and was prescribed antibiotics, which provided temporary relief. However, around (B)(6) 2024, the patient developed severe lower urinary tract symptoms (luts), including nocturia, frequency, and burning sensations, as well as an unusual sensation in his rectum. A computerized tomography (CT) scan and a magnetic resonance (MRI) were performed, which showed a walled-off fluid collection in the area where the gel implant was placed. The imaging findings suggested that the fluid collection was not an abscess, but the patient's symptoms and the presence of a tract connecting the collection to the prostate apex and prostatic urethra suggested otherwise. The patient's plan was to place a foley catheter to keep the urine separate from the collection, and he sought advice on whether to drain the collection. The doctor suggested that drainage was necessary, as the fluid collection was likely an abscess, and culturing the fluid would help identify the underlying cause of the infection. The doctor also noted that if some gel was still present, it might be difficult to drain the fluid, but a pigtail catheter could be left in place to eventually drain the collection and relieve the patient's discomfort.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the patient experienced his first symptoms. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem. Patient code e172001is being used to capture the reportable event of abscess. Patient code e1310 is being used to capture the reportable event of urinary tract infection. Patient code e2314 is being used to capture the reportable event of fistula. Block h11: block h1 has been corrected. Block h6 has been updated based on additional information received on 20feb2025.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6)2024, was chosen as the best estimate based on the date that the patient experienced his first symptoms. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem. Patient code e172001is being used to capture the reportable event of abscess. Patient code e 1310 is being used to capture the reportable event of urinary tract infection.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6)2024. The patient underwent stereotactic body radiation therapy (sbrt) from (B)(6), 2024. After the treatment, the patient experienced occasional urinary tract infections (utis) and was prescribed antibiotics, which provided temporary relief. However, around (B)(6) 2024, the patient developed severe lower urinary tract symptoms (luts), including nocturia, frequency, and burning sensations, as well as an unusual sensation in his rectum. A computerized tomography (CT) scan and a magnetic resonance (MRI) were performed, which showed a walled-off fluid collection in the area where the gel implant was placed. The imaging findings suggested that the fluid collection was not an abscess, but the patient's symptoms and the presence of a tract connecting the collection to the prostate apex and prostatic urethra suggested otherwise. The patient's plan was to place a foley catheter to keep the urine separate from the collection, and he sought advice on whether to drain the collection. The doctor suggested that drainage was necessary, as the fluid collection was likely an abscess, and culturing the fluid would help identify the underlying cause of the infection. The doctor also noted that if some gel was still present, it might be difficult to drain the fluid, but a pigtail catheter could be left in place to eventually drain the collection and relieve the patient's discomfort.